Event description:
The facility returned the device for service with a report of a failure code 199. The event was reported to have occurred during biomed testing. No patient injury or medical intervention. No add'l contact info was available. The pump was serviced on site and it was found that the batteries were damaged with discharges below threshold.